Event description:
It was reported that the atrial lead was farfield oversensing, which lead to anti-tachycardia pacing (atp) resulting in atrial flutter. The lead was reprogrammed with atp off and remains in use. The patient is enrolled in the surescan pas study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri, implantable pacing lead, (B)(6) 2012. (B)(4).